Event description:
Literature was reviewed regarding prosthesis stent frame infolding with transcatheter aortic valve implantation (tavi).  The study population included 1470 patients who were predominantly male with a mean age of 81 years.  All patients were implanted with a medtronic evolut r, evolut pro or evolut pro+ bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: moderate to severe paravalvular leak, shock, cardiac tamponade, stroke, annulus rupture, device migration, aortic dissection, left ventricular perforation, coronary obstruction, bleeding or vascular complication, arrhythmia requiring permanent pacemaker implant, myocardial infarction, acute kidney injury, conversion to open surgery and rehospitalization due to procedure-related complication.  The authors also described 23 cases of intra-procedural valve stent frame infolding (11 resolved with valve recapture, 10 resolved with post-dilation, and 2 requiring implant of a second valve).  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: bezzeccheri et al. Prosthesis infolding incidence and short-term outcomes in transcatheter aortic valve implantation using evolut self-expandable device: a multicenter study. Am j cardiol. 2024 apr 17:s0002-9149(24)00263-7. Doi: 10.1016/j.amjcard.2024.04.010. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.